Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support for assistance performing a full supply change on the ilet while using a teflon infusion set; the insulin cartridge had already been filled, the user was guided through the full supply change, and insulin delivery was resumed. Symptoms included low blood glucose of 66mg/dl reported. Outcomes included the need for oral glucose administration and no hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.